Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00155 on 07-oct-2025. Additional information (22-oct-2025): siemens reviewed the information provided by the customer. Siemens ruled out an assay problem because the customer used the same vancomycin (vanc) lot for both the initial and repeat testing. No process errors were observed at the time of the event. Siemens performed a remote evaluation of the system, which included completion of the daily check, quality control (qc), and various hardware programs, and determined that no hardware issues were observed. The event was isolated to a single patient sample, and repeating the sample yielded an acceptable result. The cause of the event is unknown. A product problem was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed vancomycin (vanc) result obtained on a patient sample on a dimension exl 200 integrated chemistry system. Calibration was acceptable, quality control (qc) was within the range on the day of the event. Siemens is evaluating the event.

Event description:
The customer reported that an erroneously depressed vancomycin (vanc) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was reported to the physician(s), who questioned the result. The sample was reprocessed on the original system and on an alternate dimension rxl max integrated chemistry system. The reprocessed results were higher than the erroneous result and were consistent with the patient¿s history. The reprocessed results were considered correct, and the result of 17.9 g/ml was reported to the physician(s).. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed vancomycin (vanc) result.